Manufacturer narrative:
This report is submitted on october 2, 2019.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. The treatment for the infection is unknown. The implant remains in-situ.

Event description:
Per the clinic, it was reported that the patient was placed under general anaesthesia and received steroid injections in the tissue surrounding the implant site. During the procedure, the skin was revised and a healing cap was placed.